Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high. In addition, she claimed the meter gave an er4 message when attempting a blood test. Per the onetouch ultra2 user guide this error could be due to one of the following: user may have high glucose and have tested in an environment near the low end of the system's operating temperature range (43-111°f). There may be a test strip problem. E.g. It may have been damaged or moved during testing. The sample was improperly applied. There may be a problem with the meter. The complaint was classified based on a follow up conversation this medical surveillance specialist had with the patient on (B)(6) 2012, as well as the customer care advocate (cca) documentation. The patient claimed the alleged issue began approximately 9 days prior to contacting lfs for assistance at around 12-12:45pm. She claimed the meter was giving inaccurate high results as compared to her normal readings/feelings and reported a reading of "384mg/dl." The patient could not recall when she tested and obtained this result (date/time). The patient informed the mss that she checks her blood glucose 4x per day and manages her diabetes with humalog based on a sliding scale and levemir insulin (unknown dose) at bedtime. The patient stated on or around the same date that the alleged issues began she was about to prepare herself lunch when she fell down. She could not recall experiencing any other symptoms but stated her blood glucose had been running high. She claimed earlier that day she was unable to test on the subject device possibly due to the er4 message but could not recall exactly. She claimed 911 was called and when the paramedics arrived, they took her to the emergency room (ER). She stated blood glucose tests were performed she could not recall any details of results obtained or treatment administered. She stated she was released from the hospital three days later. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The patient was following the correct testing technique and the test strips were unexpired. The issues remained unresolved since products were unavailable for troubleshooting. Replacement products were sent to the patient. Although it remains unclear if the patient attempted to use the subject device just prior to developing symptoms, this complaint is being reported because the patient allegedly received medical intervention of an unknown type, by an health care professional (hcp) after the reported issue began. Since the form of treatment is not known, the inaccuracy claim is also being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.